Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
It was reported that the surgeon used an inserter in set that threads into back of the cage implant. During impaction, the back half of leopard cage broke, leaving other half of the device in the disc space. The surgeon retrieved all of the broken pieces with a kocher instrument and inserted a synthes opal cage. The sample not being returned for evaluation.